Manufacturer narrative:
Voluntary medwatch report received: mw5166922.

Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited high defibrillation impedance. No intervention or patient consequences were reported.